Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of morphine via an implantable pump for non-malignant pain. The patient reported their pump was placed ¿wrong¿ when it was implanted and caused them to have ¿paralysis problems.¿ however, the patient stated the pump has really helped with back pain. The patient stated that because the pump was placed wrong it caused bowel and bladder problems, causing the patient to lose control of bowel/bladder, and problems in their legs. No interventions were reported. The event date was provided as (B)(6) 2017. The patient also reported they had their pump refilled by a new healthcare provider (hcp) on (B)(6) 2018 and the patient stated the hcp told them that ¿when you¿re on 4 or below you don¿t have a risk of calcification.¿ the patient reported they were at an ¿8.¿ the patient did not indicate they had a calcification currently. Regarding the patient¿s status, the situation was being addressed by the hcp. The patient inquired if they would need two devices to control both bowel and bladder. Patient services reviewed an implantable neurostimulator (ins) may be able to be programmed to control both bowel/bladder and redirected the patient to follow-up with their hcp to discuss further. No further complications were reported or anticipated.